Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring multiple presses over several minutes before the device would wake, and a replacement device and case were arranged. Symptoms included a low blood glucose of 68 mg/dl associated with the event, without loss of consciousness, dizziness, need for assistance, or medical intervention; the user consumed orange juice and received low glucose alerts. Outcomes included no long-term health impact and no hospitalization. Investigation included user counseling, request for corroborating video, review of device function based on user report, and logistics for device replacement and return. Investigation of this device was confirmed and revealed a suspected mechanical or functional issue with the sleep/wake control interface consistent with a user-reported failure to actuate, with the affected component identified as the device¿s sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."